Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, the hinge came off of the force bipolar instrument when the uterus was pulled to the head side and pressed to the dorsal side. No broken pieces were observed falling inside the patient¿s body. To confirm that no fragments remained, an x-ray was performed prior to wound closure, and the result showed no issues. The procedure was completed robotically with a backup force bipolar instrument. There was no injury to the patient, and the patient did not return to the hospital for any post-surgical complications related to retained foreign objects.

Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly several times. The instrument passed the grip test. No damage on the hinge or grip tang was found. It is possible the wrong part was returned for this complaint. Additional observation not reported by site: the instrument was found to have a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.